Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the distal esophagus during an upper endoscopy procedure performed on (B)(6) 2023. During the procedure, the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed at the beginning of setup; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.